Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a trial patient. It was reported that the patient¿s controller had an incorrect date. It was noted that the trial began on (B)(6) 2017. On (B)(6) 2017 the patient was having lower left sharp abdominal pain since a couple of days before the report. The patient reported they were freezing and they may think they have a uti due to the healthcare provider cathing since the patient could not void on their own. The caller stated that the patient was on program 2 but was having pain in their rectum, penis, and on both feet their toes felt numb and tingling. The caller turned off stimulation. The patient was reported to be on program 3 at level 1.5. The patient was redirected to their healthcare provider. On (B)(6) 2017 the caller reported that the patient had stimulation turned off since they had abdominal pain, they slept for a while and felt (B)(6) better when they woke up but was still having pain. The caller noted that the wire would be pulled out the day after the report. No further complications were reported.